Event description:
The physician who performed omni surgery reported that the catheter kinked upon feeling resistance at about 90-100 degrees during the procedure. The catheter was stuck when trying to pull back to reengage. The catheter was stuck and could not be pulled back so it was pulled out by doing a goniotomy. The device was pulled out of the eye while trying to move the wheel forward or backwards and the catheter broke off (outside the eye). There was no intervention required as the catheter broke outside the eye. The procedure was completed using a fresh device. An evaluation of the returned device and a review of the lot history and relevant components of the returned device determined that there is no evidence that the device design or manufacturing process was the cause of the incident. A video of the actual procedure was not available and therefore a definitive root cause could not be determined; returned device found to meet specification, and user history of this physician as well as review of past similar complaints reported by other physicians, where videos of the procedure was provided the probable root cause for this incident is likely due to a surgical technique or use error.